Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received repeated restart alert 38 indicating a motor stall on the insulin pump, required multiple pump restarts and disconnections during troubleshooting and supply changes, and experienced elevated blood glucose; the user employs inset infusion sets and was advised to replace all supplies and reconnect. Symptoms included no clinical signs, symptoms, or conditions reported aside from high blood glucose. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stalled motor. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.